Event description:
It was reported that the left ventricular lead had high threshold on the ring channels. The impedance was high and a possible fracture was noted. The vector was changed to the tip channel and the lead remains in use. The lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).